Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The saline hub was noted to be broken and not returned. No kinks were noted to the catheter. Based on the findings, the investigation is confirmed for the identified break issue. However, the investigation is unconfirmed for the reported material deformation issue as no kinks were noted to the catheter. A definitive root cause for the reported material deformation and the identified break issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 03/2023).

Event description:
It was reported that during preparation for a recanalization procedure below the knee via ipsilateral approach, the catheter was allegedly found kinked when the package was opened. It was further reported that another device was used to complete the procedure. There was no patient contact.